Event description:
Same case as MFR report #: 2134265-2009-02681, -02682, -02701. Same patient as MFR report #: 2134265-2008-02192. Surveillance study. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient developed restenosis. The index procedure treated the 3.0x70mm, 90% stenosed proximal rca (right coronary artery) and the 2.5x25mm, 90% stenosed right atrioventricular (r-av). The proximal rca lesion was predilated with a 3.0x18mm balloon at 18atm and three taxus express2 stents were placed (3.0x32mm, 3.5x24mm, and 3.5x20mm), and post dilation with a 3.5x20mm balloon at 16atm. Intravascular ultrasound confirmed the dilatation was good. The r-av lesion was predilated with a 2.5x20mm balloon at 12atm and a 2.75x28mm taxus express2 stent was placed. A dissection of the r-av possibly related to the taxus express2 stent was treated with another manufacturers stent. On day 261, the patient presented for a study required follow-up and was asymptomatic. Angiography on day 262, showed a 90% stenosis of the proximal rca and 75% stenosis of the r-av. Reintervention of the proximal rca was performed on day 282, consisting of balloon dilation of the 3.5x13mm lesion and placement of another manufacturer's drug eluting stent. The event was assessed as possibly related to the study devices.

Manufacturer narrative:
As the device was not returned, a technical analysis could not be performed. The manufacturing records were reviewed, and no issues or discrepancies were found, and the device met all specifications. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure, and is noted within the dfu.